Event description:
Procedure: cholecystectomy. According to the reporter: dr. (B)(6) stated that the bulb is faulty and does not inflate the balloon. Upon investigating and testing the trocar, I identified that it is difficult to inflate the balloon. The problem seems to be with the seal. It does not easily depress in order to allow the bulb to pass air to inflate the balloon. The dr. Used 20cc syringe in replacement of the bulb to gain adequate inflation and three units were used, the first two failed to inflate and the third one inflated with the use of a syringe. Sample will not be returned because it is contaminated with blood. Surgical time extended was 20 min. Additional information requested via email.

Manufacturer narrative:
(B)(4).